Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the delivery catheter could not be cut "normally". The delivery catheter was removed and the procedure was successfully completed with a different delivery catheter. No patient complications have been reported as a result of this event.